Event description:
The pt presented with a fisher grade iii, hunt and hess grade ii subarachnoid hemorrhage (sah) from a ruptured left a1-a2 junction anterior cerebral aneurysm. Using balloon assisted coil embolization; four coils were successfully detached in the aneurysm without any issues. At the end of the procedure, angiography revealed the complete aneurysm occlusion, but a single loop from one of the coils extended into the lower medial quadrant of the left a1-a2 complex at the aneurysm neck. It was not possible to identify the source of the loop, and no further action was taken. A post procedural magnetic resonance angiogram showed no evidence of aneurysm filling or restricted diffusion. The pt made a complete recovery from the presenting sah. Eight days post coiling, the pt presented with acute onset of right leg paralysis. There was no associated weakness in the arm or face. MRI demonstrated an acute stroke involving the medial aspect of the left frontal and parietal lobes, consistent with a left anterior cerebral artery territory embolic infarction. Angiography revealed the loop extended into the left a1-a2 junction with a capillary phase defect corresponding to the region of infarction. There was no persistent large branch vessel occlusion and no evidence of vasospasm. The pt was maintained on aspirin and started on clopidogrel and was discharged four days later. The pt suffered no further neurological symptoms during twenty seven months of follow up.

Manufacturer narrative:
The upn and batch numbers were not disclosed. Device code: other for coil protrusion. See scanned pages.